Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53mm diameter abdominal aortic aneurysm. It was noted the patient had a severe reverse tapered proximal neck with vessel tortuosity. The diameter of the proximal aortic neck was 20mm at just below the renal artery and 32mm at the distal side of the 19mm renal artery. It was reported that during implantation of the bifurcated stent graft, dislodgment occurred on the distal region of the stent graft, the proximal edge of the main body entered the aneurysm and the suprarenal stent became stuck in the neck resulting in a type ia endoleak. The physician elected to additionally implant an aortic extension stent graft however this did not resolve the type ia endoleak. Another aortic extension stent graft was implanted to extend 5mm proximally. The endoleak reduced but the proximal edge of the aortic extension dislodged downwards and the endoleak increased in size due to strong touch up. The physician decided to end the procedure. Per the physician, the cause of the event was due to the patients' anatomy. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.